Manufacturer narrative:
Additional information: h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020, "two weeks" prior to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cap of an amia cassette had "fallen off" the line and was present in the over pouch. This was noticed during setup of peritoneal dialysis therapy. No damage was noted on the patient line connector or cap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.